Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Keep trying to get it out but it doesn't come out- tampon [foreign body in reproductive tract]. The ilo broke- tampon [device breakage]. Case narrative: consumer reported via social media that the tampon broke. No serious injury reported.